Manufacturer narrative:
(B)(4). Initial/final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the available information, a root cause related to the device cannot be identified.

Event description:
It was reported that: lose of suction. Any impact: yes: air in lungs and pain questions/inquiries: if it stopped draining, ask how much she drained before it stopped? Did they connect another bottle and complete drain? Where is the catheter? When was it placed? Was any additional intervention required? Verify if it was during use and if it was connected to her catheter. 10/29/2020: 3:30 pm cst: left voicemail. 02-nov-2020: 4:40 pm cst: no answer; left voicemail. 06-nov-2020: 5:17 pm cst: no answer: three attempts were made to obtain additional information and sample availability with no response to-date.